Event description:
It was reported that the user experienced low audible alerts on the ilet despite device volume being set to maximum, and alerts on the bionic circle app were also quiet until the phone¿s notification override was enabled, consistent with a low audible alarm associated with the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a known interferent related to phone notification settings affecting perceived alert loudness, while a device problem could not be excluded and the speaker/sounder component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.